Manufacturer narrative:
Initial.

Event description:
It was reported that a user of the ilet experienced sustained hyperglycemia with glucose readings predominantly in the 300¿400 mg/dl range, peaking at 432 mg/dl by fingerstick, over several days despite multiple infusion set and supply changes, after which glucose returned to range following a subsequent supply change; no medication changes or intercurrent illness were reported, and the user noted no leaks or disconnections and later observed the removed infusion site appeared intact. Symptoms included hyperglycemia with excessive thirst, headache, and sleepiness. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no findings available, with insufficient information to identify a device problem or implicated component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.